Manufacturer narrative:
(B)(4). Carefusion has determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre-use checks the device alarmed "circuit occlusion", "ext high ppeak" and stopped ventilating. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a gas delivery engine (gde). The gde was inspected externally, no anomalies were found. The gde was installed on to an avea test station and powered on to user mode, the gde is cycling properly. Cycled the power in to service mode to check insp pres, exp pres, and insp flow pressure transducers. While checking the pressure transducer¿s calibration it was noted the exp pres transducer has about 244 a/d count shift in its calibration and ambient pressure. The gde cycling was left overnight to keep track of the ambient pressure shift. Allowed gde to cycle for a total of eighteen hours. The gde was still cycling properly, no alarms were recorded in the alarm banner. In to service mode once again to check transducer calibrations and the shift on the exp pres transducer remained about the same. Insp pres and exp flow transducers are working properly, exp pres transducer is the defective component. Fa was unable to duplicate the reported alarms, the exp pres transducer located in the tca assembly has shift in a/d which is a contribution to reported alarms. Shift in the exp pressure transducer is a known issue and has been corrected per avea recall and engineering change order. This reported event considered a known issue addressed with an internal action. Visible ingress spots were noted around the edges on the touch screen display.